Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial lead exhibited a lead safety switch. The lead was not sensing or pacing in a bipolar configuration, however, it was working appropriately in a unipolar configuration. The device logbook also showed signs of several tachycardic detections which led to oversensing causing the heart rate to drop into the low 40's. The lead was surgically abandoned and successfully replaced.